Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50 mg/dl; cause was unknown. Carbohydrates and glucose tablets were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a blood glucose (bg) value of 50 mg/dl was recorded by the continuous glucose monitor (cgm) on (B)(6)/2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) enunciated. User made bolus requests by entering both current bg and grams of carbohydrates, and did not make bolus requests while there was insulin on board. There were no erratic basal rate adjustments. Based on customer's daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the pump experienced a malfunction or failure.